Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had stuck button alert and hardware low level failure alarm. The self test was performed and it was passed. The customer reported that they were able to clear the alarm and able to complete the rewound. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. No button error alarm noted upon testing however, device alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin one trace on keypad assembly.